Event description:
The affiliate reported a customer who complained that after processing their biological indicator (bi) turned colorless. The customer reported that they did not recall the load that this bi was run in and the items were released for use on patients. According to the subject matter expert, the bi was not colorless but a very light shade of yellow that would indicate that it was a suspected positive bi and the hosp should follow their policy for this occurrence. Attempted to follow-up with the affiliate regarding potential pt injury, but the affiliate did not respond.